Manufacturer narrative:
Additional information: section d9: device availability- device available for evaluation? Yes, section d9: returned to manufacturer - yes, date returned to manufacturer - 11/15/2022. Correction section d4: initially the manufacture date was inadvertently populated incorrectly. The correct expiration date is 01/03/24. Correction section h4: initially the manufacture date was inadvertently populated incorrectly. The correct manufacture date is 01/03/2022. Device evaluation: one (1) opened patient interfaces received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any debris, loose particles, or fibers on the cone. The reported issue could not be confirmed. Based on the information obtained, there is no indication of product malfunction or product deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints per global complaint trending. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
Additional narrative information: telephone number: (B)(6). Follow up with the account was performed to confirm if the issue was identified prior to use however, no answer was provided. Device evaluation: at the time of the investigation, product was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there were dirty loose particles/ fibers on the cone. No further information was provided.

Manufacturer narrative:
Correction: additional information was received and it was learnt that the correct date of event was 6/2/2022. Hence section b3: date of event has been updated to populate the correct date. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.